Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Visual examination of the device observed that the gauge needle was at 23atm. There were droplets of contrast media/dried saline on the rotating luer. Functional testing was done using a bsc stopcock. The needle showed an increase in pressure during the device locking mechanism test; but when pressure was released, the needle returned to 23atm. Gauge accuracy testing was done. When pressure was applied to the device to have the gauge indicating at 26atm, the pressure indicator read 323.3kpa. When pressure was released, the needle returned to 23atm and the pressure indicator read at 9.4kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25sep2015. It was reported that the device failed to inflate. An encore balloon catheter inflation device was selected for use. During the procedure, when the device attempted to inflate the concomitant device, it was noted that the gauge pressure would not move. Subsequently, the concomitant device was unable to inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the gauge needle inaccuracy.